Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that the patient was experiencing "severe anxiety," "depression," and "severe pain" in the left leg. The patient noted that the lead "is not working properly" and that a lead replacement is needed as the patient requires an MRI scan. Attempts for additional information cannot be made as the patient and the lead were not identified. No patient complications have been reported as a result of this event.